Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The casters were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's workstation casters would not lock creating a potential hazard. There was no adverse patient involvement reported. There was no patient information reported.